Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unconscious and low blood glucose on (B)(6) 2022 with blood glucose of 26 mg/dl. The customer did experience any symptoms such as shaking, mental confusion, weakness, fatigue and other seizure. The customer treated low blood by d50 injected by paramedics. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. Troubleshooting was performed. The customer will discontinue to use the device.

Event description:
It was reported that the customer reported via phone call that paramedics were dispatched and that they were admitted to the hospital on (B)(6) 2022 at 11:00 due to being unconscious and hypoglycemia. Blood glucose at time of event was 26 mg/dl. Paramedics treated with a manual injection of dextrose (d50). Symptoms that were reported with the event included shaking, mental confusion, weakness, fatigue, and a seizure. Blood glucose at time of the call was 122 mg/dl. When asked what events led to admission, user stated the continuous glucose monitor had disconnected from the pump. User was asleep and was found unconscious at home. Auto mode feature was in use. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that paramedics were dispatched and that they were admitted to the hospital on (B)(6) 2022 at 11:00 due to being unconscious and hypoglycemia. Blood glucose at time of event was 26 mg/dl. Paramedics treated with a manual injection of dextrose (d50). Symptoms that were reported with the event included shaking, mental confusion, weakness, fatigue, and a seizure. Blood glucose at time of the call was 122 mg/dl. When asked what events led to admission, user stated the continuous glucose monitor had disconnected from the pump. User was asleep and was found unconscious at home. Auto mode feature was in use. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp . On (B)(6) 2022 the customer alleged the pump over delivery and hospitalized for low bg. On (B)(6) 2022, (B)(4), the customer alleged for calibration not accepted alert and change sensor alert. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 14-jul-2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 30 u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test guardian link with the watertight tester communicated properly with the pump noted. No calibration not accepted alert and change sensor alert. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.0 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. The customer alleged not confirmed for pump over delivery, calibration not accepted alert and change sensor alert. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.